Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced possible transient ischemic attack (tia) symptoms. It was also reported that there were concerns that the tip of the left bundle branch right ventricular (rv) lead could have perforated the intraventricular septum and thus could have been the nidus for a thrombus that lead to a tia. The rv lead was explanted and replaced. No further patient complication have been reported as a result of the event.